Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: e vproplus-26us, serial/lot #: (B)(4), ubd: 09-dec-2021, UDI#: (B)(4). (B)(4) pertains to concomitant product serial#(B)(4). Product analysis: the valve remains implanted and the dcs was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodge while withdrawing the delivery catheter system (dcs). The valve was snared into the ascending aorta and a second valve was implanted successfully. No additional adverse patient effects were reported.